Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve beds are causing low o2. Additional malfunctions are power switch is damaged and pm kit is dirty.